Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. (B)(4). This report is for unknown femoral nail /unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article rahme, d and harris, I. (2007). Intramedullary nailing versus fixed angle blade plating for subtrochanteric femoral fractures: a prospective randomised controlled trial. Journal of orthopaedic surgery, 15, 278-81. The purpose of this article is to compare closed intramedullary nailing to open reduction and internal fixation using a fixed angle blade plate for the management of subtrochanteric femoral fractures. Fifty eight (58) patients were equally randomised to undergo either an intramedullary nailing (in) or fixed angle blade plating (bp) between (B)(6) 2001 and (B)(6) 2003. Mean patient age in (in) group was 73 years and in (bp) was 67 years. It was concluded that there was no difference in treatment outcomes between the 2 methods. A copy of the literature article is attached to this medwatch. This is report 4 of 4 for (B)(4). This report is for an unknown femoral nail and refers for one patient who had non-union at 9 months without fixation failure, eventually achieving union without surgery or implant failure. In some patients, reduction was poor, with major displacement in the lateral view, due to flexion of the proximal fragment. In addition, 3 patients had infection.